Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to normal wear as the pump was over 10 years old. Replaced plunger cable. Performed self test and syringe test.

Event description:
It was reported that the pump did not recognizing the syringe. No patient injury was reported.